Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer experienced a blood glucose (bg) level reported as "high"; with high ketones. Specific bg value was not provided. Customer administrated a manual correction injection to address elevated bg. Additionally, the customer went to the emergency room on 5/7/23 for a duration of two days. Customer was provided with an IV of saline and insulin. Customer was discharged on 5/9/23 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.